Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch had a red led at the wi-fi indicator, indicating a loss of connection. A philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. System was not in clinical use. Philips has started an investigation of this complaint.